Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Please retract this report 2017865-2013-04871 the same issue was reported as 2017865-2013-04717.

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was explanted.